Event description:
(B)(4) clinical study. It was reported following a coronary artery treatment procedure, the patient expired. The lesion being treated was located in the mid right coronary artery. The lesion was 82% stenosed and measured 3.0x15.7mm. The physician implanted a 3.50x16mm taxus express2 stent. The patient was discharged 3 days later on plavix and bayasprin. In (B)(6) 2012, the patient was urgently brought to the hospital. CPR and epinephrine were administered, only waveform of pacemaker was noted and it was confirmed that the patient had expired. It was stated that the patient's heart function was not good, and the patient was in cardiac failure at the time of the event. It is the physician's opinion that the patient's death was considered a natural death.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).